Event description:
It was reported during in clinic follow up that the insertable cardiac monitor (icm) exhibited undersensing. The device was reprogrammed to shorten the refractory period. There were no patient consequences.